Event description:
During the original procedure, the distal end of the contralateral leg was deployed in the external iliac artery, instead of in the common iliac artery. This misplacement caused the distal end part of the contralateral leg to be shrunk in the vessel and the flexible tip to be trapped in it. An 8fr sheath was inserted from the left fem and a guide wire was inserted in order to release the trapped flexible tip from the graft. The guide wire ended up perforating the vessel wall of the common iliac artery. The physician decided then to remove the delivery system surgically. A vascular-graft (prosthesis) was implanted in the external iliac artery by open surgery. Peri-operative scan revealed a type 1a endoleak. A proximal extender implanted and the type 1a endoleak successfully resolved. The procedure was finished and the patient is stable. (B)(4).

Manufacturer narrative:
(B)(4). Case review: dimensions of the left external iliac, provided in the sizing sheet, reduce in size from approx 13mm to 7.7mm, therefore the physician was attempting to land an 18mm contralateral leg into a 7.7mm vessel. This caused the limb to crush and therefore trapping the flexible tip, resulting in the inability to withdraw the delivery system from the patient. On attempting to release the flexible tip, the physician inadvertently perforated the vessel wall of the common iliac artery with the radifocus guide wire. Then the extravasation occurred. The attempt to remove the flexible tip was unsuccessful therefore the physician converted to open repair to remove the delivery system. Upon review of final CT scan, a type 1a endoleak was identified. A hpe device was implanted during the original procedure which successfully resolved the endoleak. Risk analysis / trending: lombard medicals hazards risk analysis has been reviewed and 'unable to withdraw the delivery system' is listed in it. No further update is required. The risk / benefit remains acceptable however lombard medical will continue to track and trend in accordance to quality system procedures. A review of all manufacturing records and inspection activities confirms that results have passed acceptance criteria; therefore there is no information to suggest a device malfunction. The stent graft has performed as intended. No further investigation is required. Lombard medical now intends to close this complaint. (B)(4).